Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: black particles, crease fold, wear abrasion and opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a right-side deflation and capsular contracture, baker grade IV. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV and deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation and capsular contracture, baker grade IV. Device was explanted.